Event description:
Two days post appendectomy, intra-abdominal drain was being removed. External skin suture was removed, drain was decompressed, and traction placed on drain. Initially slid out of suture line easily, but when flat area of tubing was approx. 2" out, the drain snapped, leaving distal portion in nurse's hand and retracting remainder of drain into the abdominal. Pt returned to surgery for surgical removal of retained portion of drain. No evidence of intra-abdominal suturing of drain or any visible mechanical reason for difficulty in pulling drain.